Event description:
It was reported that the lead was dislodged into the atrium. Inappropriate therapy was delivered for atrial fibrillation. The lead was explanted. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.